Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, there was no suture attached to the needle. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, a needle-to-cuff miss occurred. The proglide device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the needle plunger, suture, link, needles, and cuffs were not returned with the device, which limited the scope of the investigation and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior needle-to-cuff miss might have been occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. Also, there were no abnormal observations that could contribute to the reported needle-to-cuff miss. Contributing factors for reported cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. However, the needle trajectory of every device is verified during manufacturing. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel, which met the manufacturing criteria. There were no challenging anatomical conditions reported which could have contributed to the reported needle-to-cuff miss. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. Therefore, based on the reported information and the investigation findings, the reported product experience could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected as a result of this investigation. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. A query of the complaint database for this lot revealed no indication of a lot specific product quality deficiency.